Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio2: 1.0, inratio2: 3.5. Time elapsed between each method of testing is forty-five minutes. Pt's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.